Event description:
It was reported that customer encountered cgm error and needed help restarting sensor session with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, error did not reappear after reset, and customer successfully started new sensor session, with no additional follow-up reported.